Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#: (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#: (B)(4)). (B)(4). The involved alenti hygiene lift was taken out of service and was evaluated by the arjo qualified representative. According to the inspection results, the front right wheel unscrewed, so it was reinstalled. The investigation is ongoing and further information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of alenti lift. It was reported that during the transfer from alenti to the patient chair the patient fell because the front right wheel detached from the lift's leg frame. The chair tilted after that and although the caregiver tried to maintain the patient on the chair the patient slid to the floor. The patient sustained injury: ecchymosis on the back, on left elbow and 3rd, 4th toe right foot.

Manufacturer narrative:
Documentation analysis shown that the previous service was performed by arjo service technician on 9 april 2019. Brakes were repaired and complete functional check was done at that time. The investigation is ongoing and further information will be provided within the next report.

Manufacturer narrative:
The follow up report is correction of final report send as there was a typo mistake in section h10 regarding time when the arjo become aware of the event. Correction: on 2019-jun-14 arjo was notified about an event with the involvement of alenti hygienic lift.

Manufacturer narrative:
On 2018-july-08 arjo was notified about an event with the involvement of alenti hygienic lift. It was reported that during the transfer front right castor detached from the chassis frame. As a consequence, the bath chair started to tilt what lead to patient fall. The patient sustained ecchymosis on the back, on the left elbow and 3rd, 4th right foot toe, those injuries were assessed as not serious. After the event, the arjo service technician evaluated the device. The visual inspection revealed that the front right castor was unscrewed. The service technician reinstalled the castor to the chassis frame. It was confirmed that the loctite was not applied. The review of service and complaint history for claimed serial number showed that on 2018-march-16 arjo service technician noticed that the castors need replacement. Two weeks later the service technician delivered new parts to the customer, without replacing parts. The last service repair (performed by arjo) was conducted on 2019-apr-09, during the visit the castor brakes were replaced. Moreover, arjo technician stated that most of the repairs of alenti devices have been performed by customer (the st jude hospital) service technicians. The customer has no service agreement with arjo. Please note that the device was manufactured in 2005, it has been in use for approximately 14 years. According to maintenance and repair manual (09.cd.03_7) for alenti device there is information related to castor replacement: - remove old loctite - apply some loctite 243 on the threads of the leg screw hole. Make sure no loctite flows down to the bottom of the leg screw hole or it will cause a small bump to appear on the top of the legs. The instruction for use (04.cd,02/7) for alenti device contains maintenance section where is information that caregiver should: - "weekly checked that the castors are rolling and swiveling freely. If the function is disturbed, clean the castors." - "visual check that the castors are tightened to the chassis." - " castor may require more or less frequent service/replacement due to heavy use of the product and exposure to aggressive environment." In addition, IFU includes information that "the service life of this equipment, unless otherwise stated is ten (10) years, subject to required preventive maintenance as specified in this manual." Following further information collected, it was confirmed that the loctite was not applied which was found as the primary cause of the part detachment during use. Based on the provided information there is a possibility that improper maintenance has been performed by the customer. In summary, the lift was used for patient hygiene and in that way it played a role in this event. According to the customer allegation, the device's castor detached from the lift and device started to tip. Based on the description of malfunction the device was not performing according to the manufacturer's specification. This complaint was decided to be reported due to information that the device's castor fell off, which led to the hazardous situation: device tipping and patient fall. No serious health consequences occurred